Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not switch from monitor mode to defib mode. The device also inappropriately displayed "release shock" button and "check pads" messages. Complainant indicated that there was no patient involvement in the reported malfunction.